Event description:
It was reported that the lead had a bipolar impedance that was lower than before and that the unipolar impedance is greater than the bipolar impedance. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.